Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that the left ventricular lead exhibited loss of capture at high output. The patient experienced twiddlers syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.